Event description:
A patient indicated for urinary dysfunction and gastrointestinal/pelvic floor reported they were having trouble making sure their implant was on because they had been peeing herself and did not have the urgency signal to tell her that she had to urinate. A loss of therapy was noted. This issue began two days prior. There were no falls, traumas, procedures, or electromagnetic interference that could be related to the issue. During the call, it was confirmed that therapy was on and set to 3.4v. It was noted that the patient had an appointment with their doctor coming up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.